Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was not returned to the service center for evaluation. Based on similar reports, the reported event can be attributed to saline entering into the electrode during use which resulted in an internal electrical short at the proximal end. The instruction manual warns users ¿introduce a new plasmakinetic supersect/loop device and the instrument cable into the sterile field. Insert the t-shaped connector on the instrument cable into the slot on the base of the white instrument mounting block. Ensure that the connector is fully seated within the block.¿

Event description:
The service center received a medwatch report which states that during a transurethral resection of the prostate turp procedure, the staff heard a couple of pops and then noted an electrical smell. The electrode was removed from the patient. It is unknown if the intended procedure was completed. There was no patient injury reported.